Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced iron deficiency ("iron deficiency"), vitamin b12 deficiency ("vitamin b-12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), oligomenorrhoea ("all the time late on period") and alopecia ("hair is losing the normal amount"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, iron deficiency, vitamin b12 deficiency, vitamin d deficiency and oligomenorrhoea outcome was unknown and the alopecia had resolved. The reporter considered alopecia, iron deficiency, medical device removal, oligomenorrhoea, vitamin b12 deficiency and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: oligomenorrhoea and alopecia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added: hair is losing the normal amount. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced iron deficiency ("iron deficiency"), vitamin b12 deficiency ("vitamin b-12 deficiency"), vitamin d deficiency ("vitamin d deficiency") and oligomenorrhoea ("all the time late on period"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, iron deficiency, vitamin b12 deficiency, vitamin d deficiency and oligomenorrhoea outcome was unknown. The reporter considered iron deficiency, medical device removal, oligomenorrhoea, vitamin b12 deficiency and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: oligomenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added: all the time late on period. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced iron deficiency ("iron deficiency"), vitamin b12 deficiency ("vitamin b-12 deficiency") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, iron deficiency, vitamin b12 deficiency and vitamin d deficiency outcome was unknown. The reporter considered iron deficiency, medical device removal, vitamin b12 deficiency and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Plaintiff name updated. New events vitamin d deficiency, iron deficiency, vitamin b-12 deficiency was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.